Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was running at 100 percent power consumption with some interruption. The patient called the cardiologist however, field representatives were not available for a device check due to pandemic situation. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was running at 100 percent power consumption with some interruption. The patient called the cardiologist however, field representatives were not available for a device check due to pandemic situation. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed. Submitting the report to correct the aware date from the follow-up #1 from 10/6/21 to 9/15/22

Manufacturer narrative:
The device has been received for analysis and upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a medwatch report will be filed.

Event description:
It was reported that this pacemaker was running at 100 percent power consumption with some interruption. The patient called the cardiologist however, field representatives were not available for a device check due to pandemic situation. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the unit originally failed battery usage, timm leadz and magnet. Errors on right ventricle (rv) pace sense, pacing, backup pacing, real-time electrograms, and sense amp. Device now only fails battery usage. This failure is expected when the battery voltage gets low. The conclusion code was selected based on analysis of the returned product. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use.

Event description:
It was reported that this pacemaker was running at 100 percent power consumption with some interruption. The patient called the cardiologist however, field representatives were not available for a device check due to pandemic situation. Additional information was received indicating that the device was explanted. No additional adverse patient effects were reported.